Manufacturer narrative:
The reported event of slow telemetry and missing data was confirmed. Review of device data provided indicated that the slow telemetry was due to there not being a daily voltage measurement. The root cause of the voltage measurement not taking place was attributed to the telemetry logic channel being incorrectly set to open. Correction: section d10 - concomitant medical products and therapy dates were updated.

Event description:
It was reported that the patient presented for a follow-up in clinic. A problem occurred during the interrogation of the pacemaker, as there was no remote access and no recent telemetry data available. No intervention was performed and no patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.